Event description:
A report was received that the patient was experiencing discomfort when sitting as the ipg was implanted too low. The patient underwent a revision procedure wherein the ipg was moved up higher. The patient was doing well postoperatively.